Event description:
This report is being filed due to worsening tricuspid regurgitation, deemed related to the mitraclip device. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 3+, with dilated cardiomyopathy. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2021, worsening tricuspid regurgitation (tr) was observed. Per physician, the worsening tr was due to the implanted mitraclip, although there was no device malfunction. No treatment was required. No additional information was provided regarding this issue.

Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Manufacturer narrative:
The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information the cause of reported mr cannot be determined. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous reports, the following information was received: on 06/21/2022, worsening mitral regurgitation, moderate to severe, and worsening tricuspid regurgitation were noted. Although the event was deemed related to the mitraclip, the clip remained stable and well seated, without any tissue injury observed. There was no additional/unplanned hospitalization and no treatment. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported tricuspid regurgitation (tr) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.